Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 279 mg/dl with polydypsia and moderate ketones associated with a display issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was moisture behind the display lens and the display could not be read safely. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a display issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the pump booted to the verify screen with a pinkish contrast. There was no visible moisture observed behind the display lens. The last basal delivery and the last bolus delivery were recorded on (B)(6) 2015. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked on the side at the threads and below the bumper pad. The leak test showed a battery compartment leak. The pump cover was removed and there was no visible moisture observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).